Event description:
3m unitek forsus fatigue resistance spring used in oral cavity to push the lower jaw ahead has weak niti coil spring. This spring is reported to break recently in few pts causing ulceration in cheek mucosa. Reason for use: used for orthodontic correction of retrognathic.